Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Three photographs of an infusion set were returned for evaluation. An initial visual observation of the photographs showed a large split in the tubing of the infusion set. No details of the split could be discerned from the provided photograph. Evidence of use was observed. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the leak was coming from the line at the connection point of the bung but it was the furthest bung from the patient after the second yellow clamp. The leak in this instance happened seemingly spontaneously overnight as the port was not being used at the time. The patient had awoken to find herself covered in the blood that had leaked. The port needle removed and reaccessed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the leak was coming from the line at the connection point of the bung but it was the furthest bung from the patient after the second yellow clamp. The leak in this instance happened seemingly spontaneously overnight as the port was not being used at the time. The patient had awoken to find herself covered in the blood that had leaked. The port needle removed and reaccessed.